Manufacturer narrative:
Aware date is being corrected from 13dec2018 to 16jan2019. Age at time of event: 18 years or older. Device eval by manufacturer: the device was returned with the stent detached from the balloon. The customer's 6fr introducer sheath was returned for analysis with the stent of the returned device inside it. The recommended sheath size as per dfu for this express device is a 6fr introducer sheath. The balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The rate of burst pressure of this express ld device is 12atm (atmospheres). The device was returned with the stent detached the balloon. The stent was returned inside the customers introducer sheath. The investigator removed the stent from the sheath. A visual and microscopic examination identified that the first row of the distal stent struts was damaged. The first four rows of the proximal were also noted to be compressed. This type of damage is consistent with excessive force being applied to the stent. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified stretching on the shaft of the device beginning approximately 4mm proximal of the proximal balloon bond and extending approximately 4mm proximately down the shaft. This type of damage is consistent with excessive tensile force being applied when attempting to remove the device. No other issues were identified with the shaft that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the stent dislodged. A 8.0x30x135cm express ld iliac / biliary stent was selected for use to treat the lesion within the iliac artery. During introduction outside the patient, the device became stuck when entering the 6f sheath and the stent struts were found detached from the balloon after removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device eval by manufacturer: the device was returned with the stent detached from the balloon. The customer's 6fr introducer sheath was returned for analysis with the stent of the returned device inside it. The recommended sheath size as per dfu for this express device is a 6fr introducer sheath. The balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The rate of burst pressure of this express ld device is 12atm (atmospheres). The device was returned with the stent detached the balloon. The stent was returned inside the customers introducer sheath. The investigator removed the stent from the sheath. A visual and microscopic examination identified that the first row of the distal stent struts was damaged. The first four rows of the proximal were also noted to be compressed. This type of damage is consistent with excessive force being applied to the stent. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified stretching on the shaft of the device beginning approximately 4mm proximal of the proximal balloon bond and extending approximately 4mm proximately down the shaft. This type of damage is consistent with excessive tensile force being applied when attempting to remove the device. No other issues were identified with the shaft that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the stent dislodged. A 8.0x30x135cm express ld iliac / biliary stent was selected for use to treat the lesion within the iliac artery. During introduction outside the patient, the device became stuck when entering the 6f sheath and the stent struts were found detached from the balloon after removal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.